Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the connector to lcd isolation tape noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor home switch received corroded. Unable to test motor outside the device due to motor corrosion. The insulin pump received with cracked case at display window corners and severely scratched lcd window.

Event description:
Customer reported that the insulin pump had a motor error. He stated that he took out the battery and the pump would not turn back on after doing so. Customer stated that the insulin pump had not been dropped, bumped, or exposed to moisture. Customer inserted a new battery into the insulin pump but the display did not return. He was advised to inspect the contacts on the battery cap and stated that they were not missing or corroded. He reported that the spring and battery compartment were neither damaged nor corroded. Customer also mentioned that he received a failed battery alarm. Customer was advised to ensure the battery was securely fastened and to clean the battery cap but the display still did not return. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was not able to rewind the insulin pump. The blood glucose reading was not known at the time. Nothing further was reported.